Event description:
I purchased the hulka clips on (B)(6) 2001 and I have had severe pain in my pelvic, right abdomen then to the entire ab, rectum, and dizziness. The right side of my stomach has enlarged since then. I have reported this to many drs and ER visits over the years telling them it's the clamps, but have been completely ignored. I have had surgery trying to correct the problem from growing cyst on my ovaries, but pain came back an hour after surgery. I have had an ectopic pregnancy and this pain catches me off guard. The pain is so severe I can't stand and have to lay in a fetal position for hours. These clamps have been a problem and this needs to be addressed. Also, I am allergic to them. I have severe and painful periods. This was not happening to me until I received these clamps.